Event description:
A low readings issue was reported with the adc device. The customer reported receiving 'lo' (< 40 mg/dl) reading on the adc device and experienced symptoms of fatigue and a seizure. There was no treatment by a third-party or healthcare professional reported for this issue, and no further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. D9 - device available for evaluation, d9 - date returned to mfg and h10 - additional mfg narrative were incorrectly documented in follow up report #1. The section d9 - device available for evaluation, d9 - date returned to mfg and h10 - additional mfg narrative have been correctly updated.

Event description:
A low readings issue was reported with the adc device. The customer reported receiving 'lo' (< 40 mg/dl) reading on the adc device and experienced symptoms of fatigue and a seizure. There was no treatment by a third-party or healthcare professional reported for this issue, and no further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer reported receiving 'lo' (< 40 mg/dl) reading on the adc device and experienced symptoms of fatigue and a seizure. There was no treatment by a third-party or healthcare professional reported for this issue, and no further details were provided. There was no report of death or permanent injury associated with this event.